Event description:
2 events for this pump: oncology patient receiving emend. Pump alarmed upstream occlusion x2. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in. Second was for decadron, upstream occlusion, tubing 2c8537s, bag 24 in.